Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic testing, neither the patient of physician could hear or feel the patient notifier. It was discussed that the clinic may want to consider remote follow-up. The patient was stable before, during, and after the device interrogation.

Event description:
New information notes that the patient notifier is still not functioning. The patient will be followed remotely.